Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead had intermittent capture. A boston scientific crm sales representative (sr) noted that the pulse width for pacing was programmed to 0.05ms instead of 0.5ms. This sr programmed the pacing output to .05v @ 0.5ms. This lead remains implanted. Boston scientific did not make the event date available.